Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 296 mg/dl. The customer's expected fasting blood glucose test result range is 70 to 250 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was refused by the customer. The product is stored according to specification in the dining room. The test strip lot manufacturer's expiration date is 08/31/2017 and open vial date is 08/24/2016 the meter memory was reviewed for previous test result history: (B)(6). The customer is testing three times a day (fasting). The customer has not made any recent changes in the diet, exercise regimen or medication.